Event description:
Boston scientific received information that the left ventricular (lv) lead displayed an increased pacing impedance measurement greater than 2,000 ohms when programmed lv tip to right ventricular (rv) lead coil. A configuration change to ring to coil resulted in impedance measurements within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.